Event description:
It was reported the rigid video scope had a brightness defect. This was discovered during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the r-unit (charged coupled device) section was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.